Event description:
Reporter reported that an adapter was not included in an rt126 neonatal breathing circuit kit. This was found when the distributor took delivery of the device.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykal healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. We have not received the complaint device. Inspection by the distributor stated that the adaptor was missing. Results: this is the only complaint of this type that we have received for this lot number. The adaptor was most likely omitted during the packing process. Conclusions: the device was out of specification. We are aware of other complaints regarding missing components in breathing circuit kits. The occurrence rate is approx 0.03% worldwide for the last year. We have an open CAPA items to address this issue.